Event description:
Caller reported a malfunction on the pump, specifically malfunction code 15. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.